Manufacturer narrative:
A review of the manufacturing paperwork is being conducted. Please note additional device: pcc141200/(B)(4).

Event description:
On (B)(6) 2003, the patient was treated for an abdominal aortic aneurysm with three gore excluder bifurcated endoprostheses. On an unknown date, CT showed a distal type I endoleak each limb of the endograft system. No aneurysm growth was reported. The physician performed a staged procedure where each limb was extended and a coil embolization was performed. On (B)(6) 2010, the patient was implanted with a gore excluder aaa endoprosthesis contralateral leg component. On (B)(6) 2010, the patient was implanted with a gore excluder aaa endoprosthesis contralateral leg component. The pt tolerated each procedure.